Event description:
The patient reported that their device triggered an alert. The patient also reported that they got their device checked and there was no issue with the device. Follow up information provided that the device had normal functions however, the cause of the alert could not be determined. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.